Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 07/12/2024 and placed into service on (B)(6) 2022 with battery pack serial number (B)(6). On (B)(6) 2023 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024. The AED continued to flash its red asi and chirp until (B)(6) 24 when a series of replacement battery packs were inserted. The cause of the depleted battery pack was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
The customer stated that the battery is depleted but hasn't reached the expiry date yet. They did not report that this event occurred during patient use.